Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump alarmed motor error during bolus. Troubleshooting was performed, and the insulin pump did not pass the displacement test. Customer stated that the insulin pump alarmed no delivery during the test. Customer's current blood glucose reading is 165 mg/dl. No further information reported.